Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed radiofrequency self test failed alarm. Customer's blood glucose was 147 mg/dl. Troubleshooting was done. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received alarming during self-test due to faulty radio frequency board. The insulin pump passed displacement test, operating currents, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.